Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 26 mm sapien 3 valve, contrast leaked at the handle of the delivery system. The delivery system with the crimped valve and the sheath were removed. After removal of the devices, a bleeding through the femoral artery was noted. A new sheath was introduced in the patient as an attempt to stop the bleeding, however, it was not successful. The sheath was removed and the femoral artery was repaired. The tavr procedure was postponed. At the time of the report, the patient was doing well.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report represents the delivery system used in the case. Please reference related manufacturer report no 2015691-2016-01773. The delivery system was not returned to edwards for evaluation. Visual, dimensional and functional analyses could not be performed. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint for leakage was unable to be confirmed. It is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage. However, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. A CAPA was previously initiated to investigate leakage on the commander delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device.